Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the service and repair and device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge from an evaluation set broke in the surgeon's hand while he was bending and manipulating it, at the back table, away from the patient. The measuring probe broke off the black handle. The surgeon was not using the instrument to measure at the time. There was no reported patient or user harm. This report is 1 of 1 for com-(B)(4).